Manufacturer narrative:
The ventilator was investigated on site and the air and the o2 gas module were replaced and returned for investigation. Simulated use test of the received air and o2 gas module has not reproduced the described customer issue. Evaluation of the received device log shows matching event between between june 16, at 15:56 and june 18, at 09:49, several alarms for low o2 concentration. A pre-use check was confirmed to be successful prior to this ventilation period. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the air gas module, where concluded that the solenoid has a contributing effect to this behaviors. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer ref.#:(B)(4).

Event description:
It was reported that the o2 concentration readings were lower than set. There was no patient harm. Manufacturer ref.#: (B)(4).